Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user¿s glucose rose to 316 mg/dl, and the agent observed unusual meal announcement behavior as the user had entered meal announcements as corrections. Troubleshooting and education were provided regarding appropriate use of meal announcements. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included a review of device usage and user technique with education on correct meal announcement practices. Investigation of this case revealed user technique issues related to using meal announcements for correction, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.